Manufacturer narrative:
On (B)(4) 2010, the field service engineer (fse) performed the high sensitivity system check, which failed the foam portion. Fse determined the three aspirate probes were not aspirating at the same rate and replaced the peri pump tubing and the aspirate probes. High sensitivity system check and a 40 point precision run met published specifications. No other hardware issues were noted. Root cause was not determined, but may be related to the parts replaced. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 13 of 13 reported by this customer.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for 13 pt samples when using the unicel dxi 800 access immunoassay system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the lab. Repeat analysis was performed on another unicel dxi 800 access immunoassay system. The test results were within the normal reference range. Impact to pt treatment is unk. No reports of death or serious injury as a result of this event. This is event 13 of 13 reported by this customer of 13 pt samples tested on (B)(6) 2010.